Event description:
Reporter indicated that when device was programmed to on after implant, the patient experienced shortness of breath. The device was programmed to off for a month and then programmed back to on. The patient again experienced shortness of breath so the device was programmed back to off. Two weeks later the device was programmed back to on and the patient was fine for about 4 - 5 months. It was reported that during this time the patient had good seizure control. At a follow up visit in the spring of 2001, the physician increased the output current. Following the parameter increase, the patient began to have dizzy spells and ended up falling. Output current was decreased at a later office visit and the patient was referred to a cardiologist. The patient's family member is a cardiologist who felt that the pt was fine and that their problems were neurological. Since being decreased, every now and then the patient receives what was described as an electric shock and pain in their neck and shoulder. Further investigation revealed that the pt had all of these symptoms before the vns was implanted and that the pt has angina. Patient is non-compliant with physician's requests for monitoring. The physician does not believe that the symptoms are related to the vns because the symptoms persist even when the device is programmed to off. Patient was seen by physician in 2001. Lead test at this visit was ok with dc-dc code 2. Both normal mode and magnet mode output currents were programmed to off at this visit. The patient was later seen at another follow up office visit and was reported to be doing fine with the device turned off. Physician plans to see patient during 10/2001 and reprogram the device back to on at a low setting.